Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 44 mg/dl. The customer was assisted in treating hypoglycemia through candies and carbohydrates. The event involved product(s) mmt-1884, 78893-01, mmt-431ag, mmt-342g. Troubleshooting was performed for hypoglycemia and confirmed that the customer was using an insulin pump within 48 hours of the reported event. The customer believed that the pump was over delivering. No further patient complication was reported. The customer will discontinue the use of the pump. Product mmt-1884 will be returned. No product return is required for 78893-01, mmt-431ag, mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged pump over delivery and low bgs found on (B)(6) 2026. On svn#: (B)(6) - customer returned pump for an alleged high bgs found on (B)(6) 2026. On svn#: (B)(6) - customer returned pump for an alleged pump over delivery and low bgs found on (B)(6) 2026. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 23-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn#: (B)(6) event date of 23-feb-2026/related svn#: (B)(6) event date of 26-jan-2026, related svn#: (B)(6) event date of 25-jan-2026 there are no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.